Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient observed a poor communication screen on their programmer unit. The patient also was unable to communicate to their implantable neurostimulator (ins) using the recharger (getting the reposition antenna screen), and had difficulty recharging. Repositioning the recharger antenna and use of the antenna locate (al) feature did not resolve the issue. The al values seen were 30-38 with a maximum of 40. The last time the patient felt stimulation was 7 days ago as was the last successful charging session. The patient stated that they had the stimulation on a lot and sometimes turned if off to give it a break. When they turned it back on they felt like it worked better. There were no reported patient symptoms in the event. On follow up the patient met with the manufacturer's representative where they were able to resume normal recharging (screen) after 5 trickle charge attempts. However, they could not wait at the healthcare professional's office to get the device charge to 25% to reprogram and the patient had an appointment scheduled for (B)(6) 2015. The indication for use of the device was noted as spinal pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the patient experienced burning while charging. The device died completely at approximately six months. The device was explanted on (B)(6) 2015. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the patient was told the device would last for ten years. Shortly after implant, the device¿s battery began to rapidly deplete. It would only last approximately six or seven hours before needing to be recharged and at times it would not accept a charge at all. Around (B)(6) 2015, the device began heating up and burning the patient at the battery site when it was turned on. It was confirmed that the battery had died. She had the device replaced on (B)(6) 2015.